Event description:
Female patient treated at (B)(6) for a distal right main stem endobrochial stenosis had suffered a pneumothorax after the third cryospray in this region. The patient had a rigid bronchoscope placed to provide access to this area of stenosis and appeared to have adequate passive venting. The physician was using a therapeutic flexible bronchoscope in order to use the working channel to control the cryospray catheter. On the third spray the medical personnel monitoring the chest during the cryospray noted a sudden rise in the chest wall and asked for the spray to cease. At the same time some medical issues arose and suspicion of a pneumothorax was raised. The patient underwent a chest xray that revealed bilateral pneumothoraces and measures were taken to relieve the pneumothorax. Subsequent to the procedure the patient went to the intensive care unit for support and continued ventilation. The following day the patient was extubated. Further medical course remains unknown at this time.